Event description:
A 6f angio-seal vip was selected for use following an angiogram. When the suture was pulled back to tamp down the collagen, all the components came out of the pt. Manual compression was immediately applied to the puncture site; a femostop was also used to control bleeding. The pt developed and extensive hematoma and had a one-point drop in hemoglobin. The pt was kept overnight in the hospital for observation. The pt was discharged the following day.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.